Event description:
A us distributor contacted zoll to report that a patient developed a pneumothorax while wearing the lifevest equipment. Patient described that the injury occurred when they lost balance, fell on their right side, and punctured their lung under the front right electrode. There was no alleged device malfunction contributing to the injury. The patient was hospitalized and the pneumothorax was monitored by hospital staff. Follow up indicated that the pneumothorax is improving.